Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip opened while establishing final arm angle during the procedure. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve; however, during deployment the clip opened when establishing final arm angle (efaa). Troubleshooting was performed, but the clip opened approximately 5 to 10 degrees. The clip was locked and arm positioner in neutral. The clip was closed again and efaa tested twice but was unsuccessful. The cds was removed and replaced with a new cds. The new cds was used to complete the procedure. One clip was implanted reducing mr to 2. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The results of the return device analysis did not confirm the reported unintended movement issue as the device functioned as intended. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated and a conclusive cause for the reported unintended movement could not be determined in this incident. There is no indication of a product issue with respect to manufacture, design or labeling.